Event description:
Customer reported a "high" tidal volume from the as3000 anesthesia system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified that the flow sensor tubes were clear and the system was due for a preventative maintenance check up. System was calibrated and proper operation was verified.